Event description:
Patient post percutaneous coronary intervention. Following post procedure routine orders, the sheath was removed and a femoral compression system (femostop plus) was applied to induce hemostasis of the puncture site. The pressure of the dome is controlled by a reuseable pump and the manometer. While the nurse was inflating the dome, the manometer was not functioning properly in that the nurse could not determine the mmhg inflation as the indicator was not moving on the dial. The femostop compression system was removed from the patient with a small amount of bleeding out. A hematoma developed 2" above and below the puncture site. Manual pressure was held for 45 minutes. When nurse let up pressure, the hematoma developed further into pubic area. Size described as large-size clementine, firm, area tender to touch for patient, positive for pulses and circulation, motion and sensation. Femo-stop compression system was reapplied with a new gauge and when removed, the hematoma had not increased in size and remained semi-hard and bruit at puncture site with no bleeding. At time of discharge, hematoma appeared to be healing per physician. The malfunctioning manometer was flagged by nursing staff and removed from service. Unfortunately, to-date, the manometer is missing. It was not sent to biomedical engineering/maintenance per hospital policy. An inspection of unit inventory revealed one unit to be missing.